Event description:
It was reported that while using the uni-solve adhesive remover wipe, it resulted in a burn to the skin that has not healed yet. It has been 1 month since used. It is unknown if there was any medical intervention to treat the condition.

Manufacturer narrative:
H3, h6: the device used in treatment has not been returned for evaluation, but photos and other additional information has been provided to establish a relationship between the device and the reported event. The photos supplied shows skin discoloration. The probable root cause is application, removal, time left on patient, trauma, materials used within the dressing. The associated risk files contain details relating to harm. However, the clinical review has not established a causal link. Additional regulatory medical review is not required. Based on the limited information provided the causal relationship between the s&n device and the reported issue cannot be confirmed. Per report, the burn is being treated with an ointment and has reportedly improved. The lot/batch number supplied is not a valid number therefore a review of the device history has not been possible. The complaint history file contains no further instances. The instructions for use have been reviewed and contain comprehensive instructions on the safe operation and use of the device. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that while using the uni-solve adhesive remover wipe, it resulted in a burn to the skin that has not healed yet. It has been 1 month since used. Patient have been applying an ointment called traumaplant since the burn occurred. It has improved but is still visible.